Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis event. The cause of peritonitis was unknown. It was unknown if the patient was hospitalized for the event. The patient was treated with vancomycin injection (1 gram, every 5th day but route was not reported) and meropenem (1 gram, everyday but route was not reported) for peritonitis. At the time of this report, the patient outcome was unknown. Pd therapy was ongoing. No additional information is available.